Event description:
It was reported that this right ventricular (rv) lead has showed a gradual rise in the shock impedance measurements, to the point of being out-of-range at 125 ohms. Technical services indicated that a commanded shock is recommended when the measurements go above 145 ohms as the energy can be truncated. However, it was indicated that the physician decided to just continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.